Event description:
It was reported the catheter got to the interior side of the pump and they were "sticking" it on refills, causing holes in the catheter. The patient went through withdrawals and they had to replace the catheter. The patient ¿then did better after catheter replacement.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).